Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had non-sustained tachycardia episode. Appeared to be true non-sustained episode but also possible noise on far field as well as rv channel on hm iegm. Recommended bringing patient in to evaluate lead further. Lead remains implanted.